Event description:
Rptr has vertebrae that are deteriorating in lower spine, and wonders if a fusion, such as taking bone from hip and placing it in back and held in place by 6 screws be appropriate. It has been almost one yr since this was done to rptr and rptr has never had such terrible pain as now. Rptr would also like to know if it would do more harm to leave it in or remove it all.